Event description:
On 3/13/94 an aus device was implanted. On 5/22/95 the balloon was revised.on 8/10/95 a tandem cuff was implanted. On 8/22/96 the tandem cuff was removed from the pt and a single cuff implanted due to dislocation of the second cuff.